Event description:
It was reported that the ilet displayed ¿dosing stop ¿ connect cgm or enter bg¿ associated with intermittent communication between the dexcom g7 continuous glucose monitor (cgm) and the ilet, resulting in manual bg entries; multiple pairing attempts were performed, old ble pairings were cleared, and a new sensor was applied after a bleed was observed at insertion, with the issue characterized as signal loss to the ilet and linked to antenna/electrical components. The user experienced a blood glucose peak of 292 mg/dl without reported clinical symptoms. Outcomes included no health consequences or lasting impact. User support included user communications, guided troubleshooting, and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet with intermittent communication failure, with involvement of antenna and electrical components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.